Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. "

Event description:
It was reported that a ext set w/macrobore 2vps y-conn had flow issues and was clogged during use. The following was reported by the initial reporter: "it was reported that the sites do not flush even after adjusting the flush syringe. Verbatim: one of the sites does not flush at all even after adjusting the flush syringe."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-03-08 h6: investigation summary one sample (model # 20159e) was returned by the customer. It was reported that the sites do not flush even after adjusting the flush syringe. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was connected to a 10 ml syringe and attempted to be flushed with at least 10 ml of a methylene blue/water mixture. The set was able to be flushed. The failure was unable to be replicated, and the complaint cannot be verified. A device history record review for model 20159e lot number 20106516 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) 1998036 has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that a ext set w/macrobore 2vps y-conn had flow issues and was clogged during use. The following was reported by the initial reporter: "it was reported that the sites do not flush even after adjusting the flush syringe. Verbatim: one of the sites does not flush at all even after adjusting the flush syringe."